Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) on the right atrial (ra) channel and an alert indicated that the ra automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended. Technical services (ts) was consulted, confirmed intermittent loc, high capture thresholds and explained that the raat suspended alert occurred due to no threshold measurements for the past 4 days. Ts also reviewed stored episodes and noted undersensing on both right ventricular (rv) and ra channels along with an increase in ventricular pacing percentage and observed a rise in power consumption that appeared to be due to telemetry. No adverse patient effects were reported. Both leads were explanted and replaced. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) on the right atrial (ra) channel and an alert indicated that the ra automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended. Technical services (ts) was consulted, confirmed intermittent loc, high capture thresholds and explained that the raat suspended alert occurred due to no threshold measurements for the past 4 days. Ts also reviewed stored episodes and noted undersensing on both right ventricular (rv) and ra channels along with an increase in ventricular pacing percentage and observed a rise in power consumption that appeared to be due to telemetry. No adverse patient effects were reported. Both leads were explanted and replaced. This pacemaker remains in service. Additional information indicated that the root cause for undersensing and loc was not determined.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted. Update to event date.

Event description:
It was reported that this pacemaker exhibited intermittent loss of capture (loc) on the right atrial (ra) channel and an alert indicated that the ra automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended. Technical services (ts) was consulted, confirmed intermittent loc, high capture thresholds and explained that the raat suspended alert occurred due to no threshold measurements for the past 4 days. Ts also reviewed stored episodes and noted undersensing on both right ventricular (rv) and ra channels along with an increase in ventricular pacing percentage and observed a rise in power consumption that appeared to be due to telemetry. No adverse patient effects were reported. Both leads were explanted and replaced. This pacemaker remains in service. Additional information indicated that the root cause for undersensing and loc was not determined.